Event description:
It was reported that during a low anterior resection procedure, doing a very low anastomosis, the device was inserted through the rectum and was reconnected to the anvil. The surgeon closed the device and was in the ctc gap control, and fired. There was a tactical feedback and after taking out the device the surgeon checked the ring and they were perfect. While checking the anastomosis the surgeon found that the low part of the anastomosis wasn't closed and there was a leak all around the anastomosis. The surgeon sutured all the anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please be advised that the device has been found and will be shipped soon. Lot # is l4ed9w. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. Additional information received: per the affiliate the device will not be returned updated file: currently the product will not be returned, because it is not found in the hospital.